Event description:
Additional information was received from the patient. It was reported that the patient made an appointment with their hcp on (B)(6) 2019. The patient got trigger point injections and their pain got worse. The patient saw the hcp on (B)(6) 2019 and the hcp decided to do an immediate pocket revision. The patient said the pain persisted. An MRI was done on (B)(6) 2019 which showed a new l3-4 disc herniation that was unrelated to prior pain. The patient met with an hcp and started steroid injections for the new pain. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had pain at the ins site. The patient had an ins device implanted on (B)(6) to treat low back and leg pain. The patient had been in excruciating pain. The patient stated the first 4 weeks he was pain free. However, last tuesday he was working in his yard, and since then has had back pain. The patient states this is a different type of pain the device was meant to help with. The patient states this pain is located around his pocket site and is progressively getting worse. The patient was concerned something has shifted and is pressing on a nerve. The issue was related to positional movement. The patient reported the pain was especially bad when he stands up. The patient stated it was so bad he could barely walk anymore. The patient saw their healthcare provider (hcp) and was given a prescription of prednisone and said he just tweaked his back. The patient stated he didn't hardly look at the implant itself. The pain continued to get worse and ended up going to the ER yesterday, (B)(6). They ended up blowing him off and didn't help with anything. They told him there was nothing they could do other than prescribe pain medications. The patient went to the pain clinic to get injections and was scheduled for a pocket revision next tuesday. The patient has not had any imaging done, and nobody tried palpating around ins site. The patient reported he does feel like ins could be moving in the ins pocket site but is not sure if it has always been that way or if it was related to all this. The patient states he did have reprogramming done and his hcp seems to think the device is running properly. The patient states he has also tried turning stimulation off but that hasn't helped at all. The patient felt as though nobody was willing to help them until recently. The patient was wondering if anything else could be done. The patient was redirected to their healthcare provider (hcp) to continue to discuss if there is anything else they can do to assist with this pain until he can have revision surgery. Physician listings were sent in case the patient decided to get a second opinion. On (B)(6) 2019, the patient¿s wife reported that the patient¿s pain has increased significantly over the last week and patient was currently vomiting with headache. No further complications were reported/anticipated.